Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, six (6) months post-implantation, the patient reported experiencing pain in groin, greater trochanteric, and buttocks as well as hair loss. The patient further reported a leg length discrepancy of 0.5cm which requires prescription of a shoe lift. Patient was recommended to undergo further imaging. No further details or intervention have been provided.

Manufacturer narrative:
(B)(4). D10: item # unknown, unknown taperloc microplasty 7mm standard offset stem, lot # unknown, item # unknown, unknown xlpe inlay 50/36, lot # unknown, item # unknown, unknown plasmafit 50mm acetabular cup, lot # unknown, item # unknown, unknown screw, lot # unknown. G2: report source germany. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial tha. Approximately six months post implantation, the patient reported pain in groin, greater trochanteric and buttocks. Bursitis in trochanteric left hip. No infection present. Patient reported leg length discrepancy of 0.5cm and prescribed a shoe lift. Patient also reported hair loss starting two weeks after left tha. Rom is within normal range. An MRI was taken, and shows minimal bursitis, scarring and slight edema of subcutaneous fatty tissue in the surgical access area. It is recommended for patient to have a follow-up with surgeon and have a x-ray and MRI, pain may be attributed to bursitis, pain in buttock and lumbar, and groin pain could be inguinal hernia. A definitive root cause cannot be determined. Further product details could not be obtained to provide the patient with the requested material composition of the implants. From the provided information, it is noted the zb implants were used with competitor products. An IFU ref cannot be identified as part/lot was unknown. It is unknown if these off-label usages may have caused or contributed to the reported events. Based on the received medical records, the reported event can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.